Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was investigated. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling component was shorted. The cause of the inability to charge the battery packs is the contaminated board and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to properly charge the battery packs.